Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone 20 mg/ml at unknown dose via an implantable pump for spinal pain. It was reported by the hcp that the patient was in hospital with overdose symptoms as of yesterday and had an magnetic resonance imaging (MRI) yesterday but pump had not recovered yet. The hcp stated she just interrogated the pump for the first time today and motor stall recovery was not in logs. The hcp stated yesterday when patient was admitted, his pump was turned to a minimum rate and today she tried updating it to the lowest simple continuous dose but that did not make the pump recover.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.